Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who receiving morphine (10 mg/ml,1.299 mg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that there was a lack of pain relief. A catheter dye study was performed 'today.' The catheter was aspirated easily and no dye was visualized to be leaking. Logs did show that patient¿s pump had experienced an empty reservoir alarm on (B)(6) 2018, and a refill occurred on (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient status was 'alive - no injury.' No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The cause of the empty reservoir was indicated as being unknown. The information provided was indicated as having been confirmed with the physician/account.